Manufacturer narrative:
One x echo-19 device was returned for evaluation. On evaluation of the returned device, the needle was returned with the stylet removed and the needle exposed 1.9cm from the distal end of the sheath. The sheath extender was positioned at reference mark 2.5 and the needle extender positioned at reference mark 0. The sheath of the device was examined and two kinks were visible below the sheath extender when the sheath extender was positioned at reference mark 3. The needle could not advance or retract. The needle was noted as broken. The sheath was cut and the needle was confirmed to be broken. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for this echo-19 device of lot# c1252926 did not reveal any discrepancies which could have contributed to the complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the physician placed the needle down the scope. When it was time for the needle to come out to pierce the lesion, the needle broke off beneath the handle. The physician had to unscrew the actual handle and pull the entire catheter out of the scope, but the needle stayed retracted out. All parts of the device were removed and a new g31520-echo-19 was opened and used to complete the procedure.